Event description:
It was reported to philips that the device turned off unexpectedly. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint and, according to the additional information collected, the system was in clinical use at the time of the event. The procedure got delayed and completed by restarting the system. A philips remote service engineer (rse) inspected the system remotely and confirmed the system received shutdown command at irregular intervals. A philips field service engineer (fse) examined the system on-site and found the on/off button on the review module was stuck occasionally. The fse replaced the review module to resolve the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable. The codes were updated based on the investigation outcome.